Event description:
This is a pt requiring a laparoscopic nissen fundoplication surgical procedure. During the procedure the harmonic scalpel failed to fire; at which point the pt started bleeding. The scalpel repeatedly failed to fire. A new machine was brought in and still the scalpel failed to fire. The procedure was converted to open for gastric bleeding with splenectomy. The pt was recovered and discharged home.